Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying early could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure,e or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the needle deployed early; indicating the needle mechanism did not function as intended. The pod was not worn, and no adverse patient impact was reported.